Event description:
Healthcare professional reported left side rupture diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by MRI as well as "a change in the shape of the breast and a change in density. A deformity site appeared in the lower pole of the left breast". The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/may/2024.